Event description:
Complainant alleged that during routine testing, powering up after a prolonged period of inactivity caused the display to be unreadable. There was no pt involvement in the reported malfunction.